Event description:
Senseonics was made aware of an incident where the user reported receiving multiple "new sensor detected" alerts unexpectedly. The issue was escalated to next level support who determined the presence of another sensor in the close proximity, interfering the normal system performance. The user was redirected to hcp to discuss about next steps, such as removal and replacement of the older sensor or both the sensors if unable to remove the older sensor. The issue did not lead to any adverse event nor caused any patient harm.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
D2b.corrected from sba to qhj.

Manufacturer narrative:
The customer complained of receiving "new sensor detected" alert unexpectedly. The customer was asked to perform a transmitter diagnostic log for further review. Based on the review of transmitter diagnostic log, it was determined that the transmitter was detecting two sensors (sn (B)(6) and sn (B)(6)). If multiple sensors are present in close proximity to the current sensor, this could result in signal interference, preventing the normal system usage. The customer was therefore advised to contact their hcp to discuss the possibility of removing old sensor or both sensors, and to get inserted with a new one in another pocket, preferably in the opposite arm. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 24.